Event description:
The complainant reported while attempting to raise the stretcher with a patient on board, the legs would allegedly not engage. The patient allegedly hit their head on the nearby MRI equipment and complained of neck and head pain, but did not seek medical intervention.

Event description:
The complainant reported while attempting to raise the stretcher with a patient on board, the legs would allegedly not engage. The patient allegedly hit their head on the nearby MRI equipment and complained of neck and head pain, but did not seek medical intervention.

Manufacturer narrative:
An authorized field technician was dispatched to evaluate the cot. A visual and functional evaluation was conducted; however, the technician was unable to identify a cause for the reported issue. The cot was returned to the manufacturer for further evaluation. Another functional evaluation was completed and the cot performed according to specification. The reported issue could not be duplicated. The IFU provides clear instruction on proper operation of the cot while lowering and raising to ensure a locked position as well as proper restraint of patients to minimize movement while transporting. No additional information on the alleged patient injury has been provided.